Manufacturer narrative:
The returned device was evaluated and no bends or kinks were observed on the soft cannula. Fluid was seen exiting the distal tip of the soft cannula. The downloaded data did not show any signs of struggle or pulse width increase. The downloaded data returned an 0x18 alarm, indicating the device has reached an empty reservoir. The device ran for 4005 pulses before alarming and deactivating.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being bent/kinked, while wearing it on the arm. For treatment, the patient changed out the pod for a new pod and drank water. The ketones were small.